Manufacturer narrative:
There was no patient involved in this event. The PMA number provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during heartmate 3 pump preparation, the modular cable would not engage and tighten into the pump cable. Another modular cable from a separate implant kit was used, and it engaged and tightened as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned modular cable, lot number 8187384, appeared to show greater resistance when connecting to a test pump cable; however, a specific cause for this finding could not be conclusively determined through this evaluation. It should also be noted that with extra force by hand, the full connection was able to be made. The modular cable was returned in like-new condition. The outer jacket and bend reliefs showed no evidence of damage or discoloration. Examination of the modular cable inline connector and controller connector revealed no evidence of bends or other damage to the pins. The areas around the pins did not show any evidence of fluid ingress. The inline connector o-rings were properly seated within their grooves. The inline connector o-rings, screw threads, and contact block were examined under a microscope. Visual examination was inconclusive for any damage that would have contributed to the reported event. The modular cable was connected to a test pump cable in an attempt to reproduce the reported connection difficulty. There appeared to be slightly greater difficulty screwing down the screw ring of the modular cable, along with louder-than-normal clicking noises associated with the detents of the screw ring sliding over the underlying u-shaped grooves. Despite this slight difficulty, the screw ring was able to be torqued down, cover the yellow line, and secure the connection. The modular cable was sent to abbott manufacturing for further analysis of the reported connection issue. The modular cable was found to have expected, nominal resistance and made more noise connecting, but a connection was still successfully made. The returned modular cable also underwent CT (computed tomography) scanning and no mechanical issues were observed. The integrity of the internal wires of the modular cable was tested at abbott san ramon and the modular cable passed without any issues. A specific cause for the original connection difficulty could not be conclusively determined through this evaluation. The relevant sections of the device history records for modular cable lot number 8187384 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) (rev. C) is currently available. The IFU contains instructions for replacing the modular cable in the system operations section. The instructions state that the locking nut must be rotated until the clicking stops and the yellow line is hidden. The surgical procedures section provides instructions for connecting the modular cable to the pump cable under ¿preparing, running, and priming the pump.¿ after securing the connection, the yellow line should be fully covered to ensure a secure connection. The daily safety checklist includes line items to ensure that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.